Manufacturer narrative:
It was reported that the arterial pump has stopped during surgery. A getinge field service technician (fst) investigated the device on 2021-06-27 (service report#(B)(4)) . The fst could not reproduce the reported pump stop. He checked the pump for more than 5 hours for potential failures in the related area (bubble, level & pressure errors, pump stop & restart properly). No failures or problems were detected which stops the pump totally. After a function test, the device was delivered to the user in working condition. No parts were replaced. However the failure mode can be linked to the following most possible root causes according to our risk management file (dms#(B)(4)): total fail of device because of: - failure of motor, motor controller or control circuitry. - failure of pump control board (pump stop). - defective tacho, relay or pump belt. The product in question was produced in 2018-05. The review of the non-conformities during the period of 2018-05-15 to 2021-07-01 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results and the given information the reported failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the arterial pump has stopped during surgery. Complaint #(B)(4).